Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they were having a colonoscopy, but it was not related to the device or therapy. The patient stated she noticed a problem with the patient programmer after her last pet scan. The patient noted she had a CT scan and pet scan. The patient noted the scans were not related to the device or therapy. The patient noted the last pet scan was about 3 months ago. The patient stated about that time the patient had 1-2 nights where she was up like every hour going. The patient used her patient programmer to check it and was not able to turn on the patient programmer. The patient reported her patient programmer showed her batteries were low and she could not get anything. The patient noted she then stated it showed nothing on the screen. It was noted the patient used the patient programmer on the call. The patient programmer showed the warning screen ¿replace batteries¿. It was reviewed the patient need to change the batteries. The patient noted her symptoms were better. The patient stated after her last pet scan they had 1-2 nights where symptoms were not under control, but the symptoms were better at the time of the call. The patient noted the symptoms were sudden onset. The patient also noted they were not able to use their patient programmer after her pet scan and it said the batteries were low. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.